Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 340mg/dl at its highest and a correction bolus was delivered to address the bg level. During a follow-up, a new cartridge was loaded and the pump performed as intended. The customer reported the pump was working great with the new supplies and no further issues had occurred. The customer's bg level during the follow up was approximately 120mg/dl.